Manufacturer narrative:
As reported, the simpulse plus tip detached during the procedure. Visual evaluation of the returned sample confirms the showerhead tip detached as reported. There is no physical damage, and no signs excessive force was applied to the tip while in use. Visual evaluation finds little to no cyclohexanone. Based on the sample evaluation and investigation performed, the showerhead body is found to have detached from the irrigation tube due to the lack of cyclohexanone that adheres the spray tip to the irrigation tube; the root cause is found to be manufacturing related.

Event description:
As reported, on (B)(6) 2021, the bard/davol simpulse plus tip detached and failed to irrigate while attempting to perform a wound washout procedure on a patient. It was reported that water could not be drained due to detached tip of the device. The air pressure was approximately 50 psi. As reported, there was no delay in completing the procedure and no reported patient injury.